Event description:
During an initial implant procedure, increased pacing impedance was observed on the device. While verifying the connection between the device and the lead, it was found that it was not possible to tighten the set screw. The device was then explanted and a new device was implanted to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The reported event of setscrew too loose was confirmed. As received device battery was in normal range of operation. Mechanical evaluation of header and setscrews was performed and left ventricular setscrew was noted to be stripped. Right ventricular setscrew contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. Both anomalies were consistent with having occurred during the procedure. Analysis of device image was performed, and no anomalies were noted. Electrical testing was performed, and no anomalies were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri), with appropriate remaining longevity.